Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had received multiple insulin pump error alarms. The customer's blood glucose level was unknown. Customer was able to clear the alarm. Customer stated they was not able to rewind the insulin pump. Customer was advised that the insulin pump required replacement and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device passed self test. No pump error 42 or pump error 130 noted. Device alarmed pump error 37 during rewind due to corroded motor home switch.